Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered a lead safety switch due to out of range pace impedances. The patient was being evaluated in clinic when it was found and in both unipolar and bipolar, the out of range impedances were observed. The values were greater than 2000 ohms. An intervention was performed and the ra lead was surgically abandoned and replaced. During the revision, fluoroscopy showed the ra lead was fractured near the clavicle. The patient was not symptomatic and there were no additional adverse patient effects were reported.